Event description:
A catheter occlusion was reported. The location of the catheter issue was unknown. The doctor suspected inadequate flow and confirmed the issue via a catheter access port (cap) dye study. The patient experienced less than 50% therapy relief. A catheter revision was anticipated but was not yet scheduled. The device issue was not yet resolved. Patient status at the time of the report was alive with no injury. The medication delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 87 09sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).